Manufacturer narrative:
This report is a correction complete supplemental report to mfg# 8043836-2021-10011 as it was submitted under the incorrect cfn/fei registration number and incorrect coding choices in h6. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The device was evaluated by the customer with assistance from a authorized service personnel (asp).it was confirmed that the speaker will need replacement. The information was provided to customer; however, the customer wouldn't like to pay for the replacement part as the defective part was out of warranty.

Event description:
It was reported to philips that there was no alarm sound. The device was not in clinical use at the time the issue was discovered.